Event description:
Caller reported a malfunction on pump, identified as malf 12. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump and instructed to continue using it, with advice to call back if malfunction code recurs.